Event description:
Erratic readings. In blood glucose tests, customer rec'd readings of 500, 120, 160 and 170 mg/dl within 10 minutes. All tests were performed on the finger. No report of death, serious injury or mistreatment associated with this event.